Event description:
The customer reported that a barcode was misread. The customer is not willing to provide additional information regarding the actual misread or what assay was being run at the time. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.